Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 9 of 10 MDR's filed for the same patient (reference 2014-00235 / 00237, 2014-00271 / 00274, 2014-00334, 2016-03690 / 03691).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately ten years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157850 m2a-magnum pf cup 50odx44id 404510; 139256 m2a magnum tpr adpr ti dia42-5 0/0mmt1 167110; x180311 bi-metric/x por nc 11x135 710280. The complaint is confirmed based on the medical reports that were provided. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2016-03691.

Event description:
It was reported that the patient had initial left hip arthoplasty and was revised due to alleged pain, loss of range of motion, and metallosis after nine (9) years five (5) months post implantation. During the revision procedure, elevated metal ions, and acetabular cysts' formation was noted. No additional information is made available.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Medical products - bi-metric femoral stem catalog#: x180311 lot#: 710280, m2a magnum taper adapter catalog#: 139256 lot#: 167110.